Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the universal surgical manipulator (usm) 4 would shut down mid procedure with error 23062. They were able to complete the procedure with 3 arms. The procedure was completed with no reported injury. Intuitive received additional information: the procedure was a "robotic low anterior resection, diverting loop ileostomy". Towards the very end of the case, arm 4 of the davinci robot completely shut off and we were unable to gain control of it. Since it was at the very end of the case, we were able to remove all the instruments safely and undock the robot. The robot was not used again for this case. There was a follow up case in that same room, same day. The procedure was "robotic pyeloplasty, with left stent placement". The surgeon of this procedure was aware that the davinci robot at that moment only had 3 functional arms and the 4th arm was not working. Surgeon decided to do his case with only 3 working arms and the procedure went well without any issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Logs recorded error 23062 on degrees of freedom (dof) 5, 6 and 8. Usm was tested on an in-house system in normal mode where it passed. The usm was tested on a psc fixture test platform (pftp) where it passed. Error 23062 was confirmed, but not replicated during in-house testing. The carriage stators and axes controller carriage power (accp) will be replaced as a precaution to the reported problem.